Manufacturer narrative:
The dealer advised that the bed is used in the patient's home, and it is plugged directly into a grounded wall outlet. He stated that the patient reported the smoking issue to him, and then he went out and confirmed the failure. He indicated that when the pendant button was released, the smoking stopped. The serial number of the bed falls under a medical device recall involving a quality issue with the resistors in the junction box. It was identified that certain junction boxes used in the bar5490ivc foot section of the bar600ivc bed could possibly fail resulting in smoke or sparking which can lead to a risk of fire under certain circumstances (e.g. In the presence of flammable materials). The root cause of the failure addressed within the recall was that the junction box supplier used an incorrect resistor component, which did not meet engineering specifications. As a corrective action, the engineering prints were updated to make the specifications more clear. A replacement bar5490ivc foot section was sent to the dealer for servicing of the bed, and the defective component is expected to be returned to invacare. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that when the foot section of the bar600ivc bed is operated using the hand pendant, the junction box starts to smoke.

Manufacturer narrative:
Invacare received a bar5490ivc foot section from the dealer. However, the serial number of the returned component did not match the serial number originally reported by the dealer. The dealer was contacted, and he confirmed that the returned foot section is the correct serial number, which still falls under the junction box resistor recall. The component was disposed per the recall process.

Event description:
The dealer reported that when the foot section of the bar600ivc bed is operated using the hand pendant, the junction box starts to smoke.